Event description:
The patient contacted animas on (B)(6) 2012 reporting that after seeing a letter from animas regarding the leap year issue, she checked the time she noticed that the time and date were off by 12 hours. The patient also reported 'battling' her blood glucose for two weeks but her blood glucose levels were only slightly elevated and reported that she had no symptoms. The patient stated that she was not sure what was cause of the blood glucose but thought that it could have been related to the time being off by 12 hours causing the pump to deliver a different rate. The time and date were corrected. The patient indicated that the time and date was resetting to default during battery changes but it not clear if this was the related to the pump time being off by 12 hours. This report is made based on the indication that the pump time was off by 12 hours with unclear cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box showed that the time was manually changed on (B)(4) 2012 from 04:14 to 05:14 and then from 05:16 to 17:15. The pump was exercised for 24 hours without issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display screen was found to be faded and miscolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.